Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. It was noted that foreign matter was lodged between the coils of the distal catheter. A test guidewire could not be loaded through the device due to the foreign matter. The device was cleaned with ipa and soaked in warm water. A microscopical analysis indicated the foreign matter remained attached between the catheter coils. The device was inspected in order to ascertain what was occluding the distal coil. The complaint device was sent for external analysis in order to conclude if the foreign matter was manufacturing related. A detailed report was received from the external analysis provider indicating the foreign matter was not adhesive due to the manufacturing process. The results of the external testing states ¿the conclusion from the forensic microscopy study is that the material wound round the rotablator coil is unlikely to be the same material as the rotablator coil adhesive as removed from the control sample. The material was a soft elastomeric polymer type extraneous material. The material appeared physically unlike the hard ¿cured¿ adhesive type system typical of a cyanoacrylate ¿loctite¿ adhesive used in attaching rotablator burrs. Further work confirms that the material is also different from the rotablator coil protection polymer sheath.¿ the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a distal tip of the burr was closed/blocked. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 1.75mm rotalink¿ plus was used to treat the target lesion. After crossing the rotawire in the lesion, the physician attempt to cross the burr on the rotawire; however, it was observed that the distal tip of the burr was closed/blocked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a foreign matter between the coils of the distal catheter.